Event description:
Same case as MDR 2134265-2014-07801. It was reported that the shaft broke. While performing a biopsy, the physician began introducing a flexima drainage catheter to the target lesion however it was noted to be broken. The device was removed and a second flexima device attempted to be introduced but this one also appeared to break. The second device was removed successfully and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).